Event description:
Customer reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to try different charging methods and outlets, but these did not resolve the issue. The customer reverted to a backup pump for continued insulin therapy.